Event description:
It was reported that patient was enrolled in a (B)(4) study. A review of the case report revealed that there were complications during the procedure including a csf leak, cerebrospinal fluid leak. While, no hardware failure is reported, patient pain was reported and it is also indicated in the report that further surgery was necessary to repair failure at level. Level number not given and no further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
Product code changed\corrected from mcv to mni. This report is for one unknown nflex rod, part and lot number are unknown.

Event description:
This report is for one unknown nflex rod, part and lot number are unknown. This is report 1 of 1 for (B)(4).